Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
It was reported that the ventilator's touchscreen was not working properly. Reportedly, the touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
G4: 15jun2020. B4: 16jun2020. The customer reported that replacing the user interface addressed the reported issue. The touchscreen was calibrated and return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.